Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during an end of service generator replacement surgery. The patient then had a full revision surgery. Follow-up revealed that a lead fracture was not visualized during surgery. According to the medical professional, no known patient manipulation or trauma occurred to the device site that could have contributed to the reported event. The explanted devices have been returned to the manufacturer for product analysis. Product analysis is currently pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.